Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause:unable to determine source: phone.

Event description:
Customer reporting alleged false positive sars antigen result. Customer communicated the result was confirmed positive by pcr. Symptomatic status of patient is unknown.